Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, the pulse generator exhibited inappropriate ams episodes and noise due to myopotentials. The root cause could not be confirmed. The device was reprogrammed. The patient would continue to be monitored.